Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an esophageal variceal ligation procedure performed in the esophagus on (B)(6) 2024. During the procedure, it was confirmed that the installation of the device onto the scope was correct, the bands were deployed after the varicose was suctioned and became full red screen. The user heard a click and release the scope; however, it was observed that the tissue was not captured, and the bands were detached after the deployment, and the problem still occurred after repeated operations. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat esophageal varices during an esophageal variceal ligation procedure performed in the esophagus on (B)(6) 2024. During the procedure, it was confirmed that the installation of the device onto the scope was correct, the bands were deployed after the varicose was suctioned and became full red screen. The user heard a click and release the scope; however, it was observed that the tissue was not captured, and the bands were detached after the deployment, and the problem still occurred after repeated operations. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands fell off the varix.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it, one of them overlapped and was damaged. In addition, the ligator housing teeth were found bent and the suture was broken. The handle had marks of trip wire being secured. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed since this event happened during the procedure and there is no objective evidence or descriptive conditions to confirm it. Upon analysis, the returned ligator housing had seven bands attached, one band overlapped and damaged and the ligator housing teeth were bent. Although the returned suture was broken, this is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is most likely that the technique used by the physician during the procedure was the reason why one of the bands ended up getting damaged and overlapped by the force applied from the handle since the bands were not being deployed. Also, the marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Based on the available information and the product analysis, the most probable root cause of this complaint is cause not established.